Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: c154dwk ICD, implanted: (B)(6) 2008. A 7424 dbs ipg implanted: (B)(6) 1993. A 7495-51, neuro extension, implanted: (B)(6) 1993. A 3888-28 pain stim lead, implanted: (B)(6) 1993. A 8617l18, neuro pump, implanted: (B)(6) 1999. A 8709 catheter, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds (7.0 v @1.0 ms). The lead was capped and replaced. No patient complications have been reported as a result of this event.